Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's urine has become full of sediments which caused blockage in the catheters to the point where they have to be removed and replaced. Daily attempts are made to prevent blockage by bladder washouts. It was also noted that only the long term catheters are used.

Event description:
It was reported that the patient's urine has become full of sediments which caused blockage in the catheters to the point where they have to be removed and replaced. Daily attempts are made to prevent blockage by bladder washouts. It was also noted that only the long term catheters are used.

Manufacturer narrative:
Received 1 unopened lubri-sil bard tray. The reported event was unconfirmed since the sample met specification. During the visual evaluation of the received sample, no obvious defects were observed. No substances and/ or calcification were observed on or inside of the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. Consult instructions for use. Single use only. Do not resterilise. This is a single use device. Do not resterilise any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Directions for use visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).